Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed an 'unable to charge. Battery backup may be unavailable' message. The team bumped one of the main power circuit breakers. It was reset and the issue resolved. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.